Event description:
It was reported that the patient's pacemaker could not be interrogated. Premature battery depletion was suspected. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that the pacemaker could not be interrogated with a programmer but was able to be assessed with a magnet. The physician decided to keep monitoring the device via the magnet. The patient condition was stable.